Event description:
On 10/22/98, the international distributor informed the MFR via a faxed report of the following: during the pre-check of the infusion for the pt, the drug leaked at the root of the nedle. An investigation and replacement were requested. No further details were provided.